Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the femoral impactor could not be removed from the trial component. The surgeon noticed the event after impacting of the femoral trial. So, it was functional when the trial component was assembled. The femoral impactor which could not be removed from the trial was not used when the femoral component(implant) was implanted.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A material analysis confirmed that no material or manufacturing defects were observed. Eds analysis showed both components of the scorpio femoral impactor/extractor to be made of the 17-4 ph stainless steel alloy. Hardness of the main housing was hrc 43 and the hardness of the handle was hpc 33 consistent with the heat treat callout on the blueprints. No medical evaluation performed because no patient information or medical records were provided. Patient factors did not contribute to the reported event. The investigation concluded that disassembly issue was caused by the shaft of the handle galling with the thru hole of the main body of the impactor head of the scorpio femoral impactor/extractor preventing the device from functioning. The reported event regarding a disassembly issue involving a femoral impactor/extractor was confirmed.

Event description:
It was reported that the femoral impactor could not be removed from the trial component. The surgeon noticed the event after impacting of the femoral trial. So, it was functional when the trial component was assembled. The femoral impactor which could not be removed from the trial was not used when the femoral component(implant) was implanted.